Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The staple line was incomplete at the distal end. Only fired up to half of the staple line. The reload failed to take on the gastric tissue. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient status is alive, no injury.